Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump has not been returned for evaluation, and the manufacturer does not know if it was explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017, and the cause of expiration was ¿cardiac arrest¿. No further information was provided. Additional information was requested and the director of transplant and mechanical circulatory support responded, ¿we complete an [investigation] on any adverse event to include death. We are not finished reviewing this case and therefore cannot adequately answer these questions.¿ as of (B)(6) 2017, it was reported that when the [investigation] is complete, information regarding the lvad will be communicated. No additional information was provided.

Manufacturer narrative:
The pump was not explanted following the patient¿s expiration. No product was returned for evaluation. A correlation between the device and the reported patient outcome could not conclusively be established. It was reported that the patient expired on (B)(6) 2017 due to cardiac arrest. No further information was provided. The pump was not explanted. No prior adverse events or pump-related issues were reported for this patient throughout their time on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.